Event description:
It was reported that the patient received some shocks. Sensing thresholds had decreased and capture thresholds had increased and were unstable. Fluoroscopy revealed that the lead was completely retracted and the rv coil was positioned between the right atrium and the inferior vena cava. The lead was successfully repositioned in 2009.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.